Manufacturer narrative:
Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the tire exploded cutting his hand.

Manufacturer narrative:
The "model number", "serial number", and "date of event" have not been provided. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges the tire exploded cutting his hand.

Manufacturer narrative:
A field service technician replaced the wheel assembly in the field. The unit is working properly.

Event description:
Alleges the tire exploded cutting his hand.